Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that he could not communicate with a pt's vns therapy pulse generator. Troubleshooting was given but the issue did not resolve. A battery life calculation run using parameters found in manufacturer database yielded approximately 6.11 years of battery life remaining. Pt subsequently had his pulse generator replaced, and the generator in question was returned to manufacturer for analysis. During analysis, the reported inability to communicate was confirmed, and was found to be a result of an "open" l2 choke coil, a component that is in the "receive" communication circuit. After l2 replacement, the module communicated and programmed properly.